Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the ok keypad button was unresponsive. There is no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): testing confirmed that the "ok" key is intermittently responsive. The keypad was intact and was removed to investigate. Evidence of keypad contamination was located under the "contrast", "ok", "down" and "up" contact buttons. Unrelated to this complaint, the pump booted to the verify screen with dim pink contrast. When the oled screen was removed and replaced with a new test screen, the contrast returned to normal.